Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10-jun-2019. Device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2019 with the following findings: review of the black box data revealed records recorded from 12-jul-2016 through 21-jul-2016. Data from the date of the complaint 27-12-2015 was overwritten due to continued use of the device after the alleged issue occurred. The pump powered on normally and was exercised without the occurrence of the alleged call service alarm. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored. This report is made under the requirements of the health authority regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.